Manufacturer narrative:
The meter was returned for investigation. A display test was performed. The circuit board was tested for damage or contamination. The investigation shows that the circuit board was contaminated by penetrated liquid which affected the conductive rubber contacts, leading to the missing segments, which is indicative of handling error by the operator of the device. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. The meter was requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The patient states there are missing segments in the results display field which causes misinterpretation of the result. No allegation of misinterpretation was reported.